Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead was removed prophylactically due to high thresholds and high impedance during a normal pacemaker eri change out. A new lead was implanted. During the rv lead extraction, the patient experienced a sudden drop in blood pressure and was sent to the unit following the procedure for observation. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.